Event description:
It was reported that the patient's heart rate was noted to be in the 40's and the device low rate is set to 60bpm. There appears to t-wave oversensing (twos) occurring with the right ventricular (rv) lead following a review of the electrogram (egm) strips. Therefore there was a programming change in rv sensitivity and twos was eliminated completely. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.